Event description:
It was reported that during a da vinci-assisted surgical procedure, that the permanent cautery spatula instrument tip of the spatula was broken off and the tip was lost while being processed. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the customer reported complaint. The instrument was found to have a broken tip of the spatula at the midpoint of spatula. A piece, approximately 0.069" x 0.073", was found to be broken off. The broken piece was not returned with the instrument. The instrument was found to have a derailed yaw cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. The cable is not damaged. The instrument was found to have a dislodged flush tube. The housing was removed from the back end, no damage was found to flush tube.